Event description:
A report was received that the patient underwent a revision for loss of stimulation and high impedances. Troubleshooting was performed and was physician's preference to replace the lead at a later date. During the lead explant procedure it was detected that the lead was fractured in two spots. There were no exposed cables in the fractured lead.

Event description:
A report was received that the patient underwent a revision for loss of stimulation and high impedances. Troubleshooting was performed and was physician's preference to replace the lead at a later date. During the lead explant procedure it was detected that the lead was fractured in two spots. There were no exposed cables in the fractured lead.

Manufacturer narrative:
.

Manufacturer narrative:
Device evaluation indicated that the lead passed mechanical tests performed. Analysis of lead sc-2218-50 s/n (B)(4) confirmed the complaint. X-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. This appears to have been caused by fatigue possibly coupled with postural changes. The bent/kinked locations are 1 cm from both sides of the clik anchor set screw mark. There were no exposed cables on the lead.